Event description:
Emergency medical technicians responded to a person described as in full cardiac arrest. The patient was connected to the device and three countershocks administered. According to the reporter, following the fourth countershock the device reset and the two subsequent countershocks were delivered at 200 joules. An advanced life support team took over the code and following a "do not resuscitate" order, called the patient. The reporter stated there were no adverse affects to the patient as a result of the alleged malfunction.